Manufacturer narrative:
The field service engineer (fse) inspected the device at a philips repair center and did not have the reported device issue occur. The device oxygen equipment was checked with functional and running testing, and no abnormalities were detected. No further work or parts replacement were completed on the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there o2 device failed and o2 unavailable error codes. The device was reported to be in use at the time of the reported problem. The customer stated that the device kept operating following the alarm and was then replaced with another ventilator following the issue. The customer confirmed that there was no delay in therapy or medical intervention needed as a result of the device issue. The patient information was not disclosed by the customer. No patient or user harm was reported. The field service engineer (fse) went to the customer site and confirmed the occurrence of the reported error codes in the device log. The investigation is ongoing.